Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis and continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin 2 grams every three days intraperitoneally (duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.